Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump started alarming and had a blank display. Troubleshooting was performed and the display screen did not return. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.